Event description:
The voluntary medwatch report stated that the right atrial (ra) lead and right ventricular (rv) lead exhibited low pacing impedance. No intervention was performed. There were no patient consequences.